Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that, upon delivery of the first unit of packed red blood cells, it was noted immediately that the tubing was leaking substantially from manufactured connection point above the metal warming tube. The transfusion was stopped and tubing switched out and causes a slight delay in administration of blood products.